Event description:
Paramedics responded to a person in cardiac arrest. The device, in AED mode, was connected to the patient with disposible defibrillation/ECG electrodes and the analyze button pressed. According to the reporter, the device alarmed connect electrodes and would not analyze the patient's rhythm. A backup AED was immediately called for and used the patient was resuscitated.